Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 2.5, 1.8, 2.7, 2.2 and 2.4 inr. The corresponding reported lab results were 4.3, 2.9, 4.0, 3.3 and 3.5 inr. These are multiple patient results.